Manufacturer narrative:
Information was received from medwatch report # (B)(4). Evaluation summary: since the device was not returned, the exact root cause of failure cannot be conclusively determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the poly could not be implanted due to a defect. It was removed from the field and another component was used without further problems. There was no harm to the patient.